Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; five events were confirmed during testing. Three devices were found to be affected by corrosion and a lubrication problem. Two devices were found to be affected by a lubrication problem. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device overheated. Five reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.